Event description:
It was reported that a user experienced a low blood glucose of 54 mg/dl while using the ilet bionic pancreas and treated the event with oral glucose tablets; the user also reported not announcing meals and requested education on meal announcing and additional training. Symptoms included hypoglycemia. Outcomes included recovery after self-treatment without hospitalization. Troubleshooting and education were provided regarding hypoglycemia management and meal announcing. Investigation included case assessment and user coaching; no device malfunction or component issue was identified based on available information. It was concluded, based on similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.